Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Event description:
Abbott was informed of the patient's death. The cause of the death was cardiac arrest with pulseless electrical activity that was related to underlying heart failure and cardiomyopathy. During the implant, there were no complications and the patient was stable following the procedure. The patient did have significant pulmonary hypertension and coronary artery disease that were believed to have caused or contributed to the patient¿s death. Despite the patient's underlying conditions, the cardiomems sensor and implant procedure could not be ruled out as a potential cause.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Abbott was informed of the patient's death. Further information regarding the death is not available.